Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of visit was 450mg/dl. The nurse states the customer had mild beginning stages of diabetic ketoacidosis. The nurse states the customer tried to use the pump and received no delivery alarm. The customer's blood glucose level at the time of alarm was 336mg/dl. Troubleshoot was conducted. The customer was advised there may have been possible site occlusion. The customer was advised to conduct full set change. The nurse declined to troubleshoot for the highs.